Manufacturer narrative:
Product received and evaluated. Bulb has white housing, and appears to be a stryker bulb. Rev. F control board, no thermal switch installed. Melting at banana plugs. Fuses intact, unit powers on normally without bulb inserted. Boost =230v. The bulb is ok, the damage occurred only at banana plugs. Device overheated, possibly due to fan failure. We have a corrective action in place where a thermal switch is installed right by the bulb holder unit. This was implemented in late oct. 2003

Event description:
It was reported that bulb melted to the module.